Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed and mildly calcified lesion was located in the tortuous mid right coronary artery (rca). The diameter of the rca was approximately 3.5mm. Access was obtained via an unspecified femoral artery. Another manufacturer's 6fr guide catheter was placed and the quantum maverick 15mm x 2.5mm was advanced for pre-dilatation of the lesion. The balloon was inflated to 12atms for 20 seconds on the first inflation, however, it was noted that the balloon assumed a "dog bone" formation and only "partially dilated" the lesion. The balloon was inflated a second time but ruptured at 15atms. The balloon was removed intact and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch number have been reviewed and confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the balloon rupture can be attributed to operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.